Event description:
During an ablation procedure the routinely used fixed catheter was found to have perforated the right ventricular apex following defibrillation of the atrial fibrillation. The physician stated that he believed that the catheter design had nothing to do with the cause of the event. Further, the dr stated that any catheter in that position at the time of defibrillation would have been involved in a perforation. The pt underwent pericardocentesis and the effusion resolved without further surgical treatment. The reported postoperative care was that the pt completed the routine post-ablation course of treatment folowing the pericardocentesis. The pt's prognosis was reported as excellent. The catheter procedure was reported as the initial use and the catheter was disposed.